Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced refractive surprise. During the explant procedure surgeon noticed temporal haptic not positioned in bag correctly and potential cause for refractive surprise along with enlarged capsulorhexis. The lens was exchanged for another lens model 04 months 25 days following the initial procedure. Additional information was received and stated, patient reason for the blurred vision was due to a refractive surprise. The surgeon was engaged to perform an iol exchange procedure in right eye, he did not perform the original surgery the initial surgery was performed in other hospital. The haptic was located outside the capsular bag was an incidental finding at the time of the explant by the surgeon. This was not recorded at the time of the original surgery nor detected prior to the explant. However, it probably contributed to the refractive surprise and the patient symptoms. The patient did undergo a second procedure at least 5 months following the original surgery as he could not tolerate the residual refractive error.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).